Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, therefore labeling/packaging review was not required. The reported event was unconfirmed, therefore DHR review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the nurse had neonate on therapy, but the flow was only 0.3l/m and arctic sun device was alerting low flow. Device did not seem to be warming patient. Inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 17 percentage, system hours were 1112, pump hours were 1052. Explained to nurse when the flow rate dropped below 1 l/min, the heater capacity diminished. When the flow rate dropped below 0.5 l/min, the heater turned off. Discussed disconnected and reconnected the pads and checking for bends or kinks in the tubing. Flow rate was stayed between 0-0.2l/m. They might need to replace this pad or add an additional pad to increase flow rate to 1lpm. They added a new pad and flow rate remained 0. They have switched to new device and have good flow of 1.2l/m.

Event description:
It was reported that the nurse had neonate on therapy, but the flow was only 0.3l/m and arctic sun device was alerting low flow. Device did not seem to be warming patient. Inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 17 percentage, system hours were 1112, pump hours were 1052. Explained to nurse when the flow rate dropped below 1 l/min, the heater capacity diminished. When the flow rate dropped below 0.5 l/min, the heater turned off. Discussed disconnected and reconnected the pads and checking for bends or kinks in the tubing. Flow rate was stayed between 0-0.2l/m. They might need to replace this pad or add an additional pad to increase flow rate to 1lpm. They added a new pad and flow rate remained 0 . They have switched to new device and have good flow of 1.2l/m.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.